Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
Prior to spinal placement pt arched her back when subcutaneous local was being placed. When local needle was removed it appears that the tip was broken off and remains in the subq tissue. Surgeon aware and will perform xray to identify needle tip location. Xray was performed showing small piece remaining in subq tissue. Approximately 3mm of the needle in the soft tissue of the patients back. Manufacturer was notified on 10/17/2025. Braun tray: 333851 kit, exp date: 7/31/2027, lot ##: 0667.

Event description:
As reported by the user facility: during therapy needle broke in patient. A 25 guage 1 and 1/2 hypodermic needle that was used to inject local prior moving forward with the procedure, the needle broke off leaving 3mm of needle fragment left behind the soft tissue of patient's back.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.